Event description:
Before cautery was used it was noted that the rocker switch was missing. O.r. Staff looked for the switch and found it inside the patient's incision. A second switch broke off another cautery when they were trying to see if they could get the rocker switch to come off. This report is for the cautery that fell into the patient's incision.